Manufacturer narrative:
On (B)(4) 2015, an technical support service (tss) conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that customer was experiencing discrepant patient results. Troubleshooting was discussed. The customer was advised to rerun qc and any patient samples in question along with qc. The 4th result was normal and repeat matched. All customer questions were answered. The most probable cause of the reported event was due to operator training. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported discrepant patient results with their aia-360 analyzer. The customer is unable to run patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting of patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.